Event description:
It was reported that the headend was stuck at an elevated height due to a damaged power coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.